Manufacturer narrative:
Evaluation summary: it is likely that the support screw was over torqued more than recommended , causing a fracture after a certain number of cycles in a short period of time. Evaluation codes: device was returned with a fractured support screw. This fracture occurred approximately 3/8" from distal end. Fractured component was not returned. Device shows wear on both condyles and deformation to side of spine. Scanning electron microscope examination showed shear dimples. Fracture appears to have occurred by overload in torsion. Energy dispersive spectroscopy analysis of screw material showed ti, ai and v elemental peaks in spectrum that are typical of a tivanium alloy. Device history records are intact, conforming and indicating manufacture to specification.

Event description:
It is reported that the device was implanted in 2006, and revised post-op approximately 6 months later, due to fracture of the locking screw.